Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2023 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site with symptoms of redness, fever and drainage. The patient was given antibiotics. The patient underwent an ipg explant procedure. The patient is doing well postoperatively. The explanted device was disposed at the hospital.